Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results from (B)(6) 2016 of 156 mg/dl, 64 mg/dl, and 36 mg/dl within 10 minutes. Also reported aviva system blood glucose results from (B)(6) 2016 of 76 mg/dl, 36 mg/dl, 54 mg/dl, and 148 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.